Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was no data. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of data loss could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).